Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-04694, 1627487-2020-04695. It was reported that there was a cerebrospinal fluid (csf) leak during a drg trial procedure on (B)(6) 2020. The physician performed a blood patch during the procedure to address the issue. The patient did not report any symptoms postoperatively.